Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec-3890li. In the event reported, the user stated that the device have poor image quality. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzles loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the nozzle gluing dirty, and the left pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information h4: device manufacture date.